Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device .the visual inspection of the returned product noted the instrument had disrupted timing. Two reloads had disrupted timing and were partially fired. The third reload had proper timing and a full complement of tacks. Additionally microscopic inspection noted scratches on the inner tube of all three reloads. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition could be due to improper loading of the reloads, indicated by the scratches on the inner tube of the reloads. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic ventral hernia repair procedure. The tacking device was being fired into the abdominal wall. There were difficulties with loading the reloads onto the handles. The reloads were not securely fastened onto the shaft. There was no difficult in pressing the "push to reload" button and no difficulty in navigating the lock and unlock button. After the loading issues were experienced, the reload was not used in the patient. Tacks were able to be fired normally from the device. The fired tacks were able to penetrate the tissue and hold correctly onto the tissue. The device stopped firing mid way through the second reload. In order to resolve the issue and complete the case, opened another device which also failed. A third device was opened, which worked. The surgical time was extended by thirty minutes or more due to the product problem. There was no patient harm. The patient outcome is alive, no injury.